Event description:
Caller reported a malfunction on the pump, which did not occur after any notable events. There was no adverse impact to the customer¿s blood glucose level as the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.